Event description:
It was reported that during surgery a tool got broken and this incurred a delay greater than 30 minutes.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the products found no obvious damage. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.